Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5ck2l. Date of event it 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device batch and no non-conformance's were identified. Additional information: upon visual inspection of a photo that was received, the following was observed: the photo shows a device from anvil area and the device presents a green reload loaded. The reload can be seen with all drivers exposed. Based on the photo, no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a procedure for deep rectum cancer, after triggered the device intraoperatively, no staple line was deployed but the device did cut. Customer suspects that no staples were in the device. The operation could be finished with a suture, so that no further patient damage occurred. In the circumstances the patient is doing well. The patient has been given an anus praeter. Due to the patient's age and state of health, this procedure was already planned in advance. They reported there was no patient consequence.